Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: in a fully constrained tka, the insert fixation screw appears broken in a control xray, although still in its proper seat. No revision has taken place at the moment. There is no information as to the index surgery date. The cause for fracture cannot be established with the information at hand. Removal is of course recommended, because a loose screw might get in the articular space and create secondary damage to the articulating surfaces. At this stage, the removal operation can be conducted in arthroscopy, so being very little invasive to the patient. The behaviour of the prosthesis without the insert screw cannot be exactly predicted, but most probably the surgeon will choose to let the tibial tray in place, as this should be the solution of mimimum damage for the patient. As no radiographic history is available, we cannot tell when the fracture occurred: it may have happened at primary surgery, of afterwards.

Event description:
During a post operative visit, the surgeon found tibial insert screw broken. The surgeon will revised the patient at an unknown date at now. More information will be provided.